Manufacturer narrative:
G4: 27oct2020; b4: 28oct2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the central processing unit printed circuit board assembly (cpu pcba) will need replacement. The customer's bio-med replaced the cpu pcba and received the instructions from the rse to reset the serial number and the power on hours to resolve the reported issue. Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported to philips that the device had a back-up alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.